Event description:
It was reported that there was a communication problem. The patient tried using the implantable neurostimulator recharger (insr) to charge the implantable neurostimulator (ins). The insr showed the reposition antenna screen. The patient had been trying to reposition for the last 45 minutes. This did not resolve the issue. The day of report was the first day the patient noticed that she was not able to connect with the insr. The patient programmer showed the poor communication screen. The patient programmer was not connecting the ins. An ins overdischarge was suspected. The last time the ins was charged was a month prior to report. The patient responded ¿very minute¿ when asked if she felt stimulation. There was no communication with the physician programmer, insr, or patient programmer. The patient last recharged her device in (B)(6) 2014 before surgery. The patient reported that she could not feel stimulation towards the end of (B)(6). The patient found out that she could not communicate with her external devices on (B)(6). There was a power on reset (por) condition. The patient¿s ins was tilted and they had to do 3 sixty minute pmr sessions and still could not get the ins to normal charging. They could not get the device out of overdischarge. X-rays were taken to determine if the device had flipped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was a problem with the patient¿s previous implantable neurostimulator (ins). The patient started having a problem with not being able to charge the ins; the ins was not charging. The patient received a replacement with a new connector pin and it didn¿t resolve the issue. The patient went to the healthcare provider (hcp) where they determined the ins had shifted and the ins was five years old at that time. The hcp implanted a new ins. The patient saw three manufacturer representatives (rep), one of the rep¿s was there at the hcp office. A different rep was there at the replacement surgery but when they work up from surgery a third rep was there. The rep was notified at their appointment when they determined the ins had shifted and was there at the replacement surgery. This occurred at the end of (B)(6) 2014. That¿s when the patient started having problems with not being able to charge the ins and they determined in (B)(6) 2014 that it was due to the patients ins that had shifted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a replacement on (B)(6) 2014 as a result of ¿normal battery depletion.¿ it was noted that it was considered normal because the patient was non-compliant on keeping her implantable neurostimulator charged. The patient had been doing fine after the replacement.

Manufacturer narrative:
Product ID: 3888-56, lot# v472483, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v472483, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. The patient had been referred to the health care professional for a battery replacement. It was noted that the patient was waiting for a return call from the health care professional who would do the needed surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.